Event description:
While running a hepatitis c assay, the handler, serial number 1817, failed to aspirate the full amount of reagent and did not give an error message. Co service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to co's complaint number 97-02067-04.d